Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the product back for investigation but has not received it. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
"During priming, it was found that the priming solution was exuding from the luer lock or the bottom of the luer lock on the blood inlet side of the oxygenator. The customer replaced the luer cap to a 3 way cock or other cap, but the leakage didn't stop. The customer replaced the oxygenator to another one and finished the surgery. No adverse effects on the patient." (B)(4).

Manufacturer narrative:
(B)(6). A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
The sample was investigated by the complaints laboratory in (B)(4) . During the visual control of the oxygenator, cracks were detected at the luer connection on the blood inlet connector. Leakage was observed at this site/crack during the leakage test and so the failure was confirmed. A DHR review of lot 70103260 was performed and the investigation found no abnormalities and all the controls were completed in accordance with the process control form. A search of the complaint handling database was also carried out on 2017-04-04 for the material number 70104.8759. The search returned one other complaint with a similar failure as complaint 703005808. The failure for this complaint however was detected during the investigation for another complaint. The customer did not make the allegation about the leakage on the luer lock at blood inlet connector but instead it was found during the visual inspection of the product within the laboratory and therefore we cannot determine that this failure had occurred whilst the product was with the customer. This result indicates that there is not currently a systemic issue with this product. It appears that this product failure is an isolated issue. Therefore, a root cause could not be determined as to why the cracks developed and a conclusion product code can not be selected. The data will continue to be monitored and if a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation or action is warranted at this time and the complaint will be closed. This is the final report.

Event description:
(B)(4).